Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received only the connector portion of the lead was returned in one piece. Visual examination found full breach insulation degradation adjacent to the connector boot and one external insulation abrasion that breached the outer insulation that exposed the outer coil consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.